Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿incorrect orientation of tip during insertion¿. A potential root cause for this failure could be ¿missing or incorrect position of tip indicator". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the customer stated that even though the product had a "notch" on the funnel end to assist with keeping it oriented properly, often times the catheter twisted,since it was so slippery once inserted. In addition, the customer stated the magic 3 could be uncomfortable when removing if the tip moved sideways during insertion since it was otherwise difficult to see the notch. The customer suggested it would be better if the notch could have a color on it to assist with visually maintaining the correct orientation. No patient injury.